Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture (loc) and drop in impedance which is likely due to lead dislodgement. Health care professional (hcp) will have patient come for lead evaluation. This lead remains in service. No adverse patient effects were reported.